Event description:
The manufacturer received information alleging a ventilator's filter's were turning black after seven days on a device that was remediated for the sound abatement foam. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.